Event description:
The physician used a wilson-cook tri-tome sphincterotome during an ercp procedure. During use, the cutting wire became loose from the catheter and small portion of the securing component detached from the device. No pt injury was reported.